Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose and was hospitalized on (B)(6) 2015. Customer's blood glucose was 34 mg/dl at the time of the incident. Customer's current blood glucose was 64 mg/dl. Customer has been experiencing low blood glucose since (B)(6) 2015. Customer treated with glucose tablets. Customer stated that the drive support cap looks normal. Customer stated that she thinks the pump was giving her too much insulin. Customer does not know the pump settings and it was found that the programming needed to be changed. Customer stated that the pump was not exposed to a MRI. Customer was advised to speak with her health care professional regarding the low blood glucose. Customer was also advised to monitor the pump.